Event description:
The manufacturer received information alleging the device did not meet acceptance criteria of evaluation process. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated with no confirmed issue. The " urgent service" code e-193 and e-290 were noted in the error log, "internal battery depleted" and "vent service required". The internal battery was replaced to fix the issue. The device's inlet air path assembly and removable air path foam was replaced per remediation. The following issues were confirmed missing feet, front, rear and bottom enclosure cracks, dc power cable broken. The customer has requested no additional repairs. The device did not pass final testing.